Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that upon inserting a za9003 23.5 intraocular lens (iol) into a patient's eye, one of the haptics was hanging out of the incision. The surgeon tried to maneuver it and it popped out of the incision and the haptic bent. The surgeon had to make a larger incision and use a mta lens which was inserted with a lens guide. The nurse may have used the wrong cartridge with the amo lens.

Manufacturer narrative:
The manufacturing record review was performed. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Based on the documents reviewed, there was no deviation or any non-conformity that occurred throughout the manufacturing process. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the haptic damaged complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens received had a detached haptic and what appeared to be viscoelastic residue and surface residuals (fiber/particles). The lens condition is consistent with a lens that has been handled in an attempt to insert the lens in the patient¿s eye. It was indicated in the initial report that the nurse may have used the wrong cartridge (from another manufacturer) with the abbott medical optics lens. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: in the initial MDR, labeled single use was incorrectly answered. Corrected: labeled for single use: yes. All pertinent information available to abbott medical optics has been submitted. Placeholder.